Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of unspecified secondary tubing set was connected to the clave secondary port on the cassette of the tubing set for a piggyback delivery of an unspecified medication. It was reported that after the delivery was complete, the nurse disconnected the male adapter of the secondary tubing set from the clave secondary port. At this time, it was reported that the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.